Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: y328237, exp: jul21, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during an infusion, the IV tubing bulging in the chamber of the pump. The pump beeped occlusion and when the door was opened the bulging as observed. There was no patient impact.

Manufacturer narrative:
Additional information added; d11, and h.6. (Device code). The customer¿s report of a tubing bulge was confirmed by visual inspection. Further visual inspection under magnification found the walls of the silicone tubing segment to be concentric. Visual inspection of the area of the silicone segment, directly underneath the upper fitment, was slightly stretched and misshapen and was of a different appearance than the rest of the silicone segment. Further handling of the silicone segment area noted it felt softer/weaker as compared to the rest of the silicone segment. No other anomalies or evidence of damage were observed upon initial visual inspection. No functional testing was performed due to visual observation. It is likely that the pump beeped occlusion due to the balloon. Previously investigated complaints for this failure mode determined that the ballooning is caused by excess pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that during an infusion, the IV tubing bulging in the chamber of the pump. The pump beeped occlusion and when the door was opened the bulging was observed. There was no patient impact.